Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. A 9.0 x 20, 75cm mustang balloon was used for dilatation. At an unknown inflation, the balloon was inflated at an unspecified atmosphere and the balloon ruptured circumferentially. The physician was able to remove all parts of the balloon from the patient's body successfully. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.